Manufacturer narrative:
Unit powered on with open book image. Unable to perform displacement or self test due to open book image. Unit was successfully downloaded using thump software. On adapt, pump error 35 was recorded on 08/24/2024 21:54:00.000. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked case, stained keypad overlay, pillowing keypad overlay, and scratched case in summary, open book image confirmed. Open book image due to pump error 35 caused by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), pump error 35: received a broken force sensor that was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.